Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving unknown I ntrathecal medication via an implantable pump for non-malignant pain. It was reported that the hcp contacted the company representative (rep) regarding an infection (sepsis) the patient had that presented 2 weeks ago. The company rep stated that the infection was subcutaneous in the patient's back around l5 and the infectious disease doctors thought the pump could be a point of infection. The company rep stated that the pain doctor did not think it was related to the pump.